Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a common femoral artery access procedure, while doing the wire exchange the 4fr micropuncture broke in half. The part that was in the patient was successfully retrieved with a cook clover snare. The only complication was a hematoma at the access site in the groin. The patient was "doing well post procedure and the procedure was rescheduled for another time."

Manufacturer narrative:
Investigation: the complaint device was not returned for investigation; without the return of the complaint device and examination, the root cause of this event is inconclusive. A review of the complaint history, device history record, IFU, quality control was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. Based on event info provided, it is feasible to suggest the separation was due to the device experiencing force beyond its design; however, without the return of the complaint device and examination, the root cause of this event is inconclusive. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.